Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor removal, sensor wire remained in skin. Patient's mother removed sensor wire from patient with a pair of tweezers. Patient's mother reported patient is confident that the entire sensor wire was removed. No medical intervention was necessary. Dexcom has issued an rga for patient's mother to return the device to be investigated.